Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2019-apr-24, information was received from a patient receiving an unknown drug via an implantable pump for non-malignant pain, peripheral neuropathy and paraplegia. The patient reported that they had an magnetic resonance imaging (MRI) in 2014 (no reason provided). The manufacturer representative (rep) came out and checked the pump post-MRI. But, right after that, the pump was giving way too much medication. The patient stated they were out of it and they "could not even function". No further information provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp was asked if they were aware of this event occurring in 2014 and the hcp responded by saying "not sure - occurred 5 years ago." No further information was provided.